Event description:
The lead was implanted on (B)(6) 2012 and remains implanted at this time. Patient experienced diaphragmatic stimulation during implant. The physician was dr (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).